Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera iii gastrointestinal videoscope. The suction channel tested positive for greater than eighty (80) colony forming units (cfus) of pseudomonas aeruginosa and enterobacter aerogenes. The air/water channel tested positive for twenty-two (22) cfus of microorganisms. The auxiliary channel tested positive for six (6) cfus of microorganisms, and the biopsy channel tested positive for one (1) cfu of microorganisms. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted including: light guide lens cracked objective lens scratched, objective lens cracked, distal end cap cover scratched, lens glue worn out, bending rubber glue lifted/milky white/worn out, internal plug unit corroded, bad electrical contact, insufficient angulation, biopsy channel worn out, however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.